Event description:
It was reported that when the plunger was removed, no suture was present during attempted suture placement in the right common femoral artery using the preclose technique prior to a superficial femoral artery interventional procedure. The arteriotomy was 8f and the vessel was mildly calcified and moderately tortuous, but no calcification was reported at the access site. A second proglide device was used for successful suture placement. The interventional procedure was completed and hemostasis was achieved with the pre-placed suture of the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The plunger, cuffs, link and needle tip, key components of the device, were not returned; therefore, the reported no suture present after plunger removal could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.